Event description:
It was reported that a homechoice device experienced a system error 2367 (power failure error that discontinues the present therapy and is due to a possible air in line) alarm. The patient was connected at the time of the alarm. This occurred during an unknown stage of peritoneal dialysis therapy. There was no report of anything unusual that would cause or contribute to the alarm. The patient completed therapy using manual bags. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.